Event description:
The user reported a leak from the valve of the sheath. There was no patient injury.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft was intact with no apparent issues. The reported issue has been confirmed through testing; the leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.